Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was disconnected from the chamber. Further visual inspection revealed that the tube had been inserted into the chamber within specification. The reported condition was confirmed. The cause of the condition was not determined. A review of the batch record documents was performed on the associated lot number with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard i.v. Solution administration set¿s tubing ¿snapped off.¿ this occurred during use, while the set was being primed with nacl. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.